Event description:
Per the customer the device was leaking during the cleaning process after a procedure. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.